Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power alarms was confirmed with the data retrieved from the returned system controller (serial # (B)(6)); however, the report event of damaged pin could not be confirmed. Data on the reported event date of 17may2024 was reviewed. The controller event log file captured a power exchange to the mobile power unit (mpu) was completed at 4:22:09. At 4:27:21, atypical low power advisory alarm was captured and activated because the relative state of charge (rsoc) voltage values decreased to low limit threshold (~1.5). The white power cable was connected to the 14v battery/battery clip at 4:28:14 and the low power advisory alarm cleared. The black power cable remained connected to the mpu and the rsoc voltage value was captured at expected range (~12.5). At 4:29:17, the white power cable was connected to the mpu. Between 4:34:35 and 4:35:58, atypical low power advisory alarm activated relating to transient voltage values. Between 4:41:24 and 4:42:28, atypical low power advisory alarm activated relating to transient voltage values. Due to the transient voltage values resulting in low power alarms, the alarm message should have displayed a ¿replace power¿. It was noted the atypical low power advisory alarm events were not captured when both power cables were connected to the 14v batteries/battery clips. The driveline was physically disconnected on 17may2024 at 15:48:10 and both power cables were disconnected shortly after. These sequences of events appear related to the reported system controller exchange. The returned device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Visual inspection of the pins within the power connectors appears unremarkable. Electrical measurement of the power cables passed. The atypical low power alarm relating to the transient voltage values could not be reproduced during the evaluation. A root cause of the atypical low power alarm relating to the transient voltage values and the damaged pin could not be determined through this evaluation. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ and backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Low power advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Low power hazard alarm 1. Connect to a working power source (mobile power unit or two heartmate batteries) right away. See connecting the system controller to the mobile power unit on page 90 2. Call your hospital contact right away if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under ¿system controller user interface components¿, explanation of the three user interface buttons is outlined. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ under ¿system controller user interface components¿, explanation of the three user interface buttons is outlined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller started alarming around 4:30 am on (B)(6) 2024 while they were connected to the mobile power unit (mpu). The alarm on the system controller displayed 'replace battery' according to the patient. Upon interrogation the alarm was not seen in the patient's history however the patient did have low voltage advisories along with power cable disconnect alarms around the time of the event. The patient said they then switched from the mpu to batteries. Log files were submitted for review and captured low voltage advisory events from 4:04 to 4:22 am on (B)(6) 2024 while using battery power that appeared to be due to the patient letting the batteries run down. The patient switched to the mpu at the time and had some low voltage advisory events at 4:27 am. More of the same alarms were noted from 4:34-4:35 am and again from 4:41-4:42 am with low voltage advisory events and some hazard events. The relative state of charge (rsoc) voltages dropped to 1v meaning that the connection may not have been tight. Generally, when the mpu loses power the rsoc charges hover around the 8v range which indicates that the issue could be an intermittent connection at the power leads or an issue with the system controller. A system controller exchange was performed. The alarms resolved with the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.